Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for the reported bleeding at the apical cuff suture lines could not be conclusively determined. Additionally, although the report of bleeding/oozing from the outflow graft at the outflow graft clip location was confirmed through the submitted videos, the evaluation of the returned sealed outflow graft did not conclusively identify any issues which would have contributed to the reported event. Review of the log files provided by the account confirmed the reported low flows, however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. Approximately 4.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly seated over the seale outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the cuff lock found no evidence of defect or damage. The locking arms were measured and found to be within manufacturing specifications. The clear o-ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Measurements taken of the o-ring were also within manufacturing specification. The cause of the reported blood leak could not be conclusively determined. The heartmate 3 sealed outflow graft was returned in a used condition with the graft material measuring approximately 4.5¿ in relaxed length. Upon removal of the bend relief, the graft material was free of distortion such as twists or kinks. The c-ring and the o-ring appeared to have been properly seated in their respective grooves. Examination of the graft material did not reveal any evidence of holes or slices. There was no visible evidence of any issues related to the titanium ring which creates a compression seal between the graft material and the graft attachment. There was also no evidence of any wear or gaps in the blood-contacting threaded material adjacent to the graft attachment. The outflow graft was cleaned and examined under a microscope. No evidence of damage or anomalies related to wear were noted, even while stretching out the graft material. A specific cause for the reported bleeding/oozing could not be conclusively determined through this evaluation. The lvad event and periodic log files retrieved from the returned device captured low flow events as well as a drop in pump flow to 0.0 lpm on (B)(6) 2021. These events were consistent with the reported events from the patient¿s implant surgery and the findings from the submitted log files. The log files also captured pump flow remaining at 0.0 lpm throughout (B)(6) 2021 which appeared to be consistent with the patient¿s expiration. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, multiple types of organ failure and dysfunction (including respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 of the IFU also provides information regarding how to prepare the sealed outflow graft for implant and includes steps for attaching the outflow graft to the pump. Under the sub-section "securing the pump and connections", this document states to ensure that the sealed outflow connections are dry and secure and to obtain hemostasis prior to closing all wounds. Section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also contains a section on "blood leak diagnosis¿. Section 6 of the IFU, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Qap, outflow assembly, hm 3, describes the inspection steps and the acceptance criteria for the heartmate 3 outflow assembly. Section 8.4.7 describes the visual inspection of the graft-to-hardware interface. Section 8.4.8 describes the inspection and acceptance criteria of the graft in relation to damage and soiling. The graft is considered acceptable if it is free from damage of wrinkles, creases, or unacceptable soiling per table 1. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20mar2021. Review of the lvad assembly device history records showed that the cuff lock and sealing ring installed on (B)(6) passed all inspection and testing. Review of the device history records for the sealed outflow graft ((B)(6)), including the inspection of the graft material and the graft-to-hardware interface, found no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted on (B)(6) 2021. The left ventricular assist device (lvad) implantation was done with the help of cardiopulmonary support and diffused pericardial adhesions were noted. The left ventricle was first cored under transesophageal echocardiogram (tee). A pre-existing left ventricular clot was removed and the left ventricle wall was noted to be thin. The apical cuff was sewed with the help of 2-0 pledged sutures. During the outflow graft clip insertion the clip went oblique and got stuck. It was pulled out with the help of a clamp and re-inserted properly. The lvad was started post insertion and they attempted to wean the patient from cardiopulmonary bypass (cpb) support. Due to right ventricular dysfunction post implantation, the patient was put on support using a centrimag. The graft was sewed on the right atrium and pulmonary artery through which cannulas were inserted for right ventricular assist device (rvad) support. There were a couple of attempts to wean from cpb and start the rvad, but while the cannula were being removed from the right atrium air was noticed in the rvad drainage line and the rvad was stopped. The lvad flows came down. The patient was supported with cpb again and the right atrium graft was re-sutured. Cpb time was prolonged. A long venous catheter was inserted in the femoral vein for blood drainage from rvad support. Rvad support was established. A temporary pace maker was inserted and the patient was supported with atrioventricular sequential sensing. There was generalized oozing from the procedure, which required replacement of blood and blood products (frozen free plasma, single donor platelets, and packed red blood cells). The apical cuff suture lines were bleeding and the patient was put on cpb again. Extra sutures with pledgeted suture dugout was done. There was small oozing at the outflow graft clip and the surgeon was worried that the outflow graft was damaged during the push and pull of the outflow graft clip. Bleeding was reduced and later found to be negligible. A new outflow graft and clip were offered, but the surgeon decided they were not necessary. The patient was supported with cell saver and volume was replaced after processing. Total time on cpb was 510 minutes. The patient was transfused with nearly 30 units of packed red blood cells, 16 units of fresh frozen plasma and 3 units of single donor platelets. The patient was also supported with nitric oxide. Systemic vascular resistance was found low and inotropes were increased. After replacements of the components, bleeding was reduced. Considering the continuous oozing and volume replacement, the patient's chest was kept open and covered with ioban/plastic sheet and the patient was moved to the intensive care unit (ICU). In the ICU the bleeding and general oozing continued and the patient was reexplored. The patient was given a few more units of blood and blood products. Flows were reduced and the surgeon observed rvad flows of 2.7 lpm and lvad flows showing as 0 lpm, which was for quite some time. Later the rvad flows were reduced, as well as overall patient flow. Low flow alarms were noted on the lvad. The patient passed away on (B)(6) 2021 due to multi-system organ failure. Related manufacturer reference number: 3003306248-2021-01105.